Manufacturer narrative:
B3: using bsc aware date as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on an oral anticoagulant (oac) and aspirin medication regimen since implant. During a planned cardioversion procedure scheduled two (2) years post index procedure, transesophageal echocardiogram (tee) revealed a very large, immobile device related thrombus (drt) on the entire top of the closure device. The physicians are having the patient continue the oac and aspirin in response to the drt. It was noted that the patient had a predisposition to thrombus in the laa before having the closure device implanted.